Manufacturer narrative:
(B)(4). Customer received a battery replacement. Most likely underlying root cause of malfunction:the meter's battery is dead.

Event description:
Consumer reported complaint for dead meter; the meter will not respond when test strips are inserted or by pressing the "s button." The customer replaced the battery with a new battery and the meter would still not respond. The customer reported symptoms of dizziness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is not provided. The meter memory was not reviewed. Adverse event not reported.